Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty performing a 23-inch infusion site change and, per healthcare provider direction, temporarily disconnected from the device, administered a subcutaneous insulin pen dose, and later reattempted setup with agent guidance, after which insulin delivery was successfully resumed. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl while disconnected. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and education provided by the agent during the reconnection process. Investigation of this case revealed that the hyperglycemia occurred during user-directed disconnection, with no device malfunction identified and successful restoration of insulin delivery following guided steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.